Event description:
The customer reported losing v3 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported losing v3 lead ECG. There was no reported adverse patient impact. The philips repair bench evaluated the device and ECG cables and found the measurement panel and trunk cable failed. There was corrosion and black dust on multiple pins on the ECG connector and when the trunk cable was wiggled at the measurement panel connector there was ECG noise. Also when the trunk cable was bent, there was ECG noise. The measurement panel and trunk cable were replaced to resolve the issue. We will consider this a malfunction. Philips is unable to conclusively determine the cause.